Event description:
The balloon on the swan was defective. The balloon would not stay inflated. It would blow up but not hold air. This could have caused an air embolism had it been in the patient. A new optiq swan was obtained and inserted.